Event description:
Patient reports freedom 60 pump stopped working. Pump unresponsive to any knob rotation or manipulation of device. Hizentra was already drawn into the syringe, will now be replaced along with supplies and pump. No adverse event reported. Unknown if dose missed. Pump on hand for return. Spontaneous communication. Reported to (B)(6) by pt/caregiver.